Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer was not able to hear the beeping when the insulin pump was on suspend, customer was not getting any alert that reminds her that she is suspended. Insulin pump rewinds slower and lost insulin pump setting during battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.